Event description:
During atrial fibrillation procedure, blood was leaking from the hemostasis valve of the sheath after placing the sheath into a patient and removing the dilator and the guidewire from the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.